Event description:
On (B)(6) 2013, end user reported having a rash from using the bandages. The end user went to the emergency room and sought treatment for the rash.

Manufacturer narrative:
Aso reviewed the following records for testing performed on similar lots of product. (B)(4), lot tr-06-141-001 120gm/squared lot number 200611-25-1 and lot tr-05-063-001, lot 2005-06-01. (B)(4), lot tr-06-141-001, 120gm lot number 200611-25-1 and lot tr-05-063-001, lot 2005-06-01. (B)(4) study using the iso agarose overlay method - lot tr-06-141-001 120gm/squared lot number 200611-25-1 an astm (B)(4), lot tr-05-063-001, lot number 2005-06-01. All testing was acceptable.